Event description:
It was reported that this patient received an inappropriate shock. The device remains implanted.

Manufacturer narrative:
(B)(4), 2011.a response from the manufacturer is pending.

Event description:
It was reported that this patient received an inappropriate shock. The device remains implanted.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. (B)(4). Since the device remains implanted, the printouts from the programmer that were received were reviewed. The printouts show that the therapies that were delivered on rhythms were identified as vt (ventricular tachycardia) by the ICD. The noise sensing episodes were very likely due to external emi. The ICD and programmer operated as specified. Remains implanted.